Event description:
Customer reports to have high blood glucose and states she was advised by healthcare professional to replace insulin pump. Customer's blood glucose was 260 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump was functioning as designed. Customer did not have another infusion set to complete troubleshooting and states she wanted insulin pump replaced per healthcare professional's instructions. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).